Event description:
It was reported by repair work order that the lift was stuck at elevated position due to a malfunctioning lift motor. It was also reported that the upright assembly was missing translation cap. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.